Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2009. During the procedure, the needle broke. The tip was recovered during the procedure with no adverse pt consequences.